Manufacturer narrative:
The customer did not return samples or product. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reporting unexpected negative reactions on the echo for a patient sample known to contain anti-k. Capture-r ready screen (crrs) (3) was performed in '08 and resulted negatively.